Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a chemotherapy infusion an unintended disconnection occurred between the syringe and tubing and the patient's port. Although there was no leaking, blood was noted backing up into the port and tpa was administered in order to establish patency. There was no patient harm.